Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, a diagnostics anomaly was observed upon pulse generator interrogation. Device reprogramming was successfully performed.